Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient felt their pump warm up shortly after going into the 3 tesla MRI. The sensation was felt only at the pump site and only during the MRI. The MRI was discontinued due to the heating. The patient would be rescheduled to go into a 1.5 tesla MRI machine. No further complications were reported.